Event description:
It has been reported to philips that the machine was not booting up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and could not confirm the reported issue. Review of the system log files showed a possible 10-second issue. As per the user, the system was working fine and no issue was confirmed in the machine. The system was working as intended. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: additional narrative, conclusion code. Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and could not confirm the reported issue. As per the user, the system was working fine, and no issue was confirmed in the machine. The system was working as intended. The codes were corrected based on re-evaluation.